Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es and bhcg results were obtained from non-vitros qc material samples when processed on a vitros eciq immunodiagnostic system. The investigation determined the assignable cause of this event was instrument related. Cleaning and maintenance actions carried out by the customer were causing erroneously low bio-rad qc fluid results when non-vitros qc fluids were tested post-maintenance. Based on historical qc review, there is no indication that a reagent issue contributed to the event. The investigation determined that the assignable cause of this event is instrument related.

Event description:
The customer obtained multiple non-reproducible, lower than expected, vitros tropi es results from non-vitros, bio-rad quality control material using the vitros eciq immunodiagnostic system. Vitros tropi es results: 0.027, 0.012, 0.031 and 0.031 ng/ml versus expected 0.062 ng/ml the lower than expected vitros tropi es results were obtained from non-patient fluids and therefore were not reported from the laboratory. However, the investigation cannot conclude that patient samples were not or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).